Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been having issues with her insulin pump for the last 2 weeks. Customer's blood glucose is 369 mg/dl. Customer stated that when she put a sensor in, it went back to her old numbers. Customer's blood glucose was 600 mg/dl. Customer took 4 units and her blood glucose only came down 150 points. Customer was having unexplained high blood glucose and declined troubleshooting. Customer stated that she will try other sites as she only inserters into her abdomen. Customer stated that she also has food to treat with in case her blood glucose goes low. Customer treated with a syringe.